Manufacturer narrative:
During investigation, there was no evidence of large prime volumes observed in the pump alarm history. The ez-prime steps were performed correctly with no large prime volume duplicated. The force calibration passed within specification. There was no debris found in the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.